Event description:
It was reported that post op a laparoscopic adjustable band procedure, the patient complained of deep pain in the sternum area. The patient went to the emergency room and a CT scan was done of the whole chest area. The patient was released. In 2009, the patient went back to the emergency room with complaint of pain just below the ribs and into the back area. The patient was admitted. Two days later, the patient was transferred to swedish medical center where the initial procedure was performed. A CT scan of the abdomen was performed to rule out gi problems. The patient was given leveque and flagyl. Three days later, the surgeon opened the incision at the port site and it was noted to be infected. The port was removed using hemostats. The band tubing was also infected. The band and tubing were removed. The patient is recovering well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.